Event description:
An optometrist reported that a patient who underwent lasik was diagnosed with photophobia, at the six week postoperative visit. Topical steroid drops were prescribed. This report references the left eye. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).